Manufacturer narrative:
The insulin pump was rec'd with alarms due to a loose motor support disk. Unable to perform the basic occlusion, occlusion or excessive no delivery tests due to the loose motor support disk anomaly. The insulin pump did pass the displacement test.

Event description:
The customer reported that she experienced low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. However, the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.